Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed. The conductor wires were intact and undamaged, however the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables were undamaged. No other damage was found.

Event description:
It was reported that during central processing, a frayed wire was identified on the fenestrated bipolar forceps instrument. There was no patient harm, adverse outcome or injury reported.